Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was 318 mg/dl. The customer stated that the ring around the reservoir compartment broke and the little rubber ring came out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.